Manufacturer narrative:
Citation: hartnett et al. A case report of ventricular septal defect complicating transcatheter aortic valve implant for aortic regu rgitation: novel complication and technical considerations. Eur heart j case rep. 2021 oct 5;5(10):ytab387. Doi: 10.1093/ehjcr/ytab387. Ecollection 2021 oct. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an 86-year-old female patient with severe symptomatic aortic regurgitation (ar) who underwent implant of a medtronic evolut bioprosthetic valve (unique device identifier numbers not provided). During the procedure, despite multiple attempts with partial expansion of the 34-mm evolut r valve while attached to the enveo delivery catheter system (dcs), optimal valve position could not be obtained as it repeatedly prolapsed superiorly in the aorta or inferiorly into the ventricle. A smaller 29-mm evolut pro valve attached to the enveo pro dcs was then attempted without success. With each attempt at repositioning the patient¿s ar jet increased, the pulse pressure widened, and the patient became unstable. Finally, the 34-mm evolut r valve was successfully deployed; this required a total of three positioning attempts in keeping with the technical guidelines of the manufacturer. The valve position was slightly supra-annular with a noted moderate paravalvular ar. Post-procedurally the patient was transferred to the intensive care unit where she later developed new onset expressive aphasia and right-sided hemiparesis. Imaging confirmed an acute ischemic stroke. After improvement in stroke symptoms the patient then developed progressive heart failure. A transoesophageal echocardiogram performed six days post-tavi identified a serpiginous muscular ventricular septal defect (vsd) inferior to the prosthetic valve with associated left-to-right shunting. The authors suspected the patients unfavorable anatomy led to valve dislodgement in which the repetitive trauma to the interventricular septum by the partially expanded valve resulted inthe vsd. Subsequently, the patient underwent a surgical procedure in which the vsd was successfully repaired with a non-medtronic vsd occluder device. At four months follow-up the patient was noted with improved heart failure symptoms and minimal flow evident through vsd per transthoracic echocardiogram. No additional adverse patient effects or product performance issues were reported.